Manufacturer narrative:
G1 manufacturing facility - the devices were manufactured at one of the two following manufacturing sites: baxter healthcare - cleveland 911 highway 61 north po box 1058 cleveland, ms 38732 united states baxter healthcare - cuernavaca ave. De los 50 metros no. 2 cuernavaca 62578 mexico should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps had no iodine. This was observed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.